Event description:
Per the clinic, the patient experienced wound breakdown at the incision site (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.